Event description:
Received info regarding a cartridge alarm 19 during the load process. There was no reported impacted to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A f/u MDR will be filed.